Manufacturer narrative:
Additional product code: hwc. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken trochanteric fixation nail (tfn) and helical blade were removed from the patient. The devices were originally implanted on (B)(6) 2013. The patient has a major osseous defect secondary to metastatic cancer. The trochanteric fixation nail (tfn) and helical blade were explanted on (B)(6) 2014. The trochanteric fixation nail (tfn) was broken on the lateral side through the helical blade hole. No issues were reported for the explanted helical blade. The surgeon revised the construct with a 14x400 trochanteric fixation nail (tfn) and a 90mm lag screw. All devices were completely explanted. No surgical delay or patient harm was reported. This is report number 1 of 1 for (B)(4).